Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the needle kept falling out, it fell into the patient¿s cavity and was retrieved using the graspers. A new device was used in order to complete the case. There was no patient injury involved.